Event description:
--

Manufacturer narrative:
The shocking impedances remained stable but out of range. The physician elected to monitor the patient.

Event description:
Boston scientific received information that an alert was triggered due to high out of rang shock impedances. No adverse patient effects were reported.

Manufacturer narrative:
Additional information noted that induction testing was performed and it was noted that the shock impedance measurements were within normal range. No further changes were made and the system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information noted that the shock impedance testing was performed with a 1.1 j shock which reported a normal shock impedance values while a 41 j shock showed a value close to being out of range. Also a low energy shock was performed which showed out of range shock impedance value. No additional adverse patient effects were reported. A request was sent to boston scientific technical services (ts) for next steps. A review by ts noted that there was suspected calcification around the lead tip and/or coil that could cause observed elevation in rv pacing thresholds as well as high shock impedance measurements with high energy testing. Ts noted that this is an active fixing single coil lead with ten years of implant, no noise on egm observed during provocative maneuvers and pocket manipulation, as well as no noise observed in stored egg. Shock impedance measurements and rv pacing threshold were slowly growing overtime in the last years and rv impedance trend was constant. Ts discussed normal follow ups and to verify no mechanism noise was present or a suspected mechanical issue. At this time the system remains implanted.

Manufacturer narrative:
Upon additional information this investigation will be updated.